Event description:
Approx eleven months post-operatively, a reoperation was performed to replace two broken screws in a multilevel pedicle screw construct. The procedure was performed successfully.

Manufacturer narrative:
The device was not available for evaluation.